Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the numeric values on the intellivue mx800 patient monitor freeze and no longer change the displayed value. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and the customer stated the issue was temporary resolved by disconnecting and re-connecting the intellibridge module. The information was forwarded to the philips research and development (r&d) department in order to find a permanent solution. Together with edwards, philips established the issue was caused due to extra messages which are send by the edwards hemosphere in between the regular messages. These short extra messages appear when there is an alarm change, status change or change in measurement. These extra messages cause a delay of values shown on the philips monitor. The delay is caused due to the philips intellibridge and application software in the philips monitor which need more time to process the messages. The cumulation of the time delay causes the system to freeze. As a solution, an updated driver for the edwards hemosphere has been developed and is expected to be released in november 2025. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.